Manufacturer narrative:
E1: initial reporter phone no. : (B)(6), g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set cracked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water was performed, and there were no defects that could generate the reported condition. Prime testing was performed, and no issues were noted. A pull test was performed, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.